Manufacturer narrative:
The sample centrifugation time was shorter than recommended by the tube manufacturer. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The na and k electrode lot numbers and expiration dates were requested, but not provided. Controls run before the event were acceptable. Controls were run after the event and these were not acceptable. All ise system reagents were then changed and then controls recovered acceptably. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable ise results for approximately 30 patient samples tested on the cobas 6000 c501 module. Data was provided for four patient samples with discrepant results measured with the na electrode and discrepant results for a fifth patient sample measured with the k electrode. The first sample initially resulted in a na value of 125 mmol/l. The sample was repeated, resulting in a value of 134 mmol/l. The repeat value was considered to be correct. The second sample initially resulted in a na value of 130 mmol/l with a data flag. The sample was repeated on a second analyzer, resulting in a value of 141 mmol/l. The third sample initially resulted in a na value of 127 mmol/l with a data flag. The sample was repeated on a second analyzer, resulting in a value of 138 mmol/l. The fourth sample initially resulted in a na value of 124 mmol/l with a data flag. The sample was repeated on a second analyzer, resulting in a value of 136 mmol/l. The fifth sample initially resulted in a k value of 3.47 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 4.24 mmol/l.